Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). E2402 - appropriate term/code not available for unspecified leakage. Summary of investigational findings: a 73 year-old man underwent a thoracic endo vascular aortic repair (tevar) procedure with a zdeg-pt-38-30-159-pf-us (complaint device). The physician experienced difficulty when removing the trigger wires and had to pull extremely hard to remove them. The graft jumped back really far according to the CT. The physician was able to re-advance it and get the graft within 5mm's of the intended target landing zone. During this process, one of the stents enfolded on itself (this caused a loss of graft length). The graft was ultimately placed successfully and laid flat according to follow-up CT images. A couple of days later the patient underwent additional procedure due to unspecified leakage. It is unknown what kind of procedure. It is stated that the patient expired shortly after. A clinical assessment of the provided information was evaluated. Per the clinical assessment the information in this complaint is very sparse since no imaging was available, and no product was returned. Therefore it is impossible to establish any link between the encountered deployment difficulties and the deadly outcome. The operator has not provided any response to whether the green trigger wire knob had been rotated to stop or if the knob had been turned during the release of the trigger wires. Review of the device history record gave no indication of the device being produced out of specification. Per the instructions for use sent with the device, the green trigger wire knob should be withdrawn in a continuous movement until the proximal end of the graft opens. The green trigger wire knob should not be rotated. Based on the provided information, it was not possible to determine the cause of the reported failure. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). PMA/510(k): p180001. Investigation is still in progress.

Event description:
Description of event according to initial reporter: difficult removing the trigging wires. The graft jumped back really far according to the CT. The physician was able to re-advance it and get the graft within 5mm's of the intended target landing zone. During this process, one of the stents enfolded on itself (this caused a loss of graft length). The graft was ultimately placed successfully and laid flat according to follow-up CT images. 21sep2021: additional info received: once the safety portion was unscrewed, the wire would not release out of the devise. The physician had to pull extremely hard to remove them. Patient outcome: had to go back couple days later due to leak. The physician had to perform a full de-branching. An additional stent was placed. Had a hard time waking the patient up. The final outcome is that the patient did not survive. The patient expired.